Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was fine the night before but in the morning she had no blood pressure or blood glucose reading, no pulse. The paramedics were called, but the customer was already dead. The caller stated that he is sure the customer's sugars and diabetes killed her; it maybe have been heart attack, not sure what was on the death certificate. The caller stated that the customer's endocrinologist would not sign the death certificate. The customer had high blood glucose at times. Years ago, prior to getting the insulin pump, the customer went into a coma. The customer was wearing the insulin pump at the time of death. It is unknown if the customer used sensors. The caller stated that the insulin pump was sent back years ago; not sure where and has no tracking information. The insulin pump information used on this medwatch report is the last known issued insulin pump to the customer.